Event description:
It was reported that a patient presented for a routine generator change procedure, where their right ventricular lead was noted to have high capture thresholds. The lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.